Event description:
An (B)(6) male pt's neighbor called in to zoll lifecor customer support to report that when the pt changed his battery, the device would not power on. Support issued the pt a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor was found to have defective components. The flash memory chips (components u102 and u105) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. Once the memory chips were replaced, the monitor was fully functional. No adverse event resulted from the corrupted memory. The pt received a replacement monitor.